Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Device interrogation of the implantable cardioverter defibrillator exhibited atrial tachycardia/atrial fibrillation detection episodes. The episodes revealed far-field r-wave oversensing. Programming changes were discussed. No intervention was performed. Patient was in stable conditions.